Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, it was noted that it was not possible to connect the right ventricular (rv) lead into the header of the device. The wrench was rotated clockwise, however, there was no sound detected. It was noted that the thread seemed to not fit with the setscrew. The device was removed and replaced successfully. The existing rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a damaged grommet. The returned device found a set screw with a rounded socket.